Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, poor sleeve function was seen with an unspecified number of adapters, resulting in sample leakage. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with a side pierced sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, poor sleeve function was seen with an unspecified number of adapters, resulting in sample leakage. No patient impact reported.